Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. It was found that the microprocessor unit board clock battery was contaminated by fluid ingression causing alarm message to display. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device has error 1260 and alarming. There was no patient involvement and no patient harm/adverse event.